Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg pocket revision procedure on (B)(6) 2026 for ipg site pain and ipg migration, the right tail of the lead was cut by the physician. Therapy was restored. As a result, surgical intervention may be undertaken to address the lead issue at a later date.